Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2020 it was reported that the patient¿s pump was replaced on (B)(6) 2018. Additional information received from the healthcare provider reported that the reason the patient had the pump replaced was persistent abdominal and left rib pain with the pump that was implanted (B)(6) 2018, persistent spasms. The cause of the issue was determined to be pump size too large causing persistent pain. The patient¿s weight was noted to be 75.9kg. Per the healthcare provider the patient had no further follow up with their clinic and as of (B)(6) 2019 the devices were in place. No further complications have been reported as a result of this event.